Event description:
The customer returned the duodenovideoscope to the service center for separate issues. During the device analysis, the service center indicates that foreign objects on server plug in (z block), foreign objects inside of light guide lens, adhesive around light guide lens has discoloration, adhesive around objective lens has a chip was found. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of adhesive around objective lens has a chip traced to expected or random component failure without any design or manufacturing issue. The most probable cause of foreign objects on server plug in (z block), foreign objects inside of light guide lens, adhesive around light guide lens has discoloration was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.